Event description:
It was reported that the patient experienced low balloon pressure with an artificial urinary sphincter (aus). A surgical procedure was performed in which additional saline was added to the system. There were no components explanted during the surgery. There were no patient complications.